Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right atrial (ra) lead was experienced high capture threshold. The ra lead was capped and replaced with alternate ra lead on 30 mar 2023. The patient's condition was stable.